Manufacturer narrative:
Subsequent to the initially filed report, information provided: death (all cause mortality) reported in the article is noted as not related to access site complications; therefore not device related. Therefore, this death report should not have been MDR reportable. The devices were not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: patient code 1802 removed, device code 3190 removed.

Event description:
Subsequent to the initially filed report: death (all cause mortality) reported in the article is noted as not related to access site complications; therefore not device related. Therefore, this death report should not have been MDR reportable.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na

Manufacturer narrative:
The mean age provided was 81.7 years. Majority of patient were female (52%). Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported through a research article identifying death that may be related to prostar xl devices use. Details are listed in the attached article, titled "early outcomes after percutaneous closure of access site in transfemoral transcatheter valve implantation using the novel vascular closure device collagen plug-based manta¿. No additional information was provided.